Manufacturer narrative:
Name: ypsomed ag street: weissensteinstrasse 26 city solothurn country switzerland phone +41 34 424 45 51 postal code ch-4503. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced high blood glucose and treated with bolus. The event occurred on (B)(6) 2026.